Event description:
It was reported that the balloon would not hold volume. This event was phoned in by the buyer. No patient injury was reported.

Manufacturer narrative:
Device is currently under evaluation into root cause.

Manufacturer narrative:
The endoplege coronary sinus catheter was returned. Catheter was visually inspected and no defects were found on the catheter. The balloon was inflated with a 2cc syringe of colored water. The balloon could not hold volume due a leak in the distal balloon bond. Evaluation of the returned device showed that the distal bond of the balloon has delaminated and the ''balloon will not hold volume'' complaint by the customer can be attributed to this. A CAPA has been initiated to address this delamination. This CAPA is currently in the implementation phase. A review of manufacturing were obtained and there were no nonconformities associated with this lot. The event did not lead to the 3 sigma threshold being exceeded within the trend report for devices and hence another CAPA will not be initiated. The other manufacturing process and acceptance activities remain appropriate and all planned activities associated with the manufacture and testing of the devices are acceptable. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigations will be performed.